Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple cartridge error messages while attepting to load multiples cartridges. During troubleshooting with tandem technical support, the customer was able to successfully load a cartridge onto the pump. There was no impact to customer's blood glucose level.